Manufacturer narrative:
Per biomed the issue was discovered during set up for patient use. No delay in therapy and no medical intervention was reported. The biomed replaced the power switch overlay to address the reported issue. The unit is now back in service.

Manufacturer narrative:
Date of report: 13aug2021. There was no patient involvement.

Event description:
The customer reported that the unit is giving check vent led failed alarm when powering on the unit. The customer reported that the unit was not in use on patient. The customer contacted product support and reported that 1105 error was found in the significant event logs. The caller advised disconnected and reconnected power and issue is still there. Product support advised the suspect component is the power switch overlay. Product support provided part ID for power switch overlay. Further information is pending.